Event description:
It was reported that bd insyte autoguard yel needle pierced the catheter. The following information was provided by the initial reporter: staff initiating a new IV site using a 24g insyte autogaurd shielded IV catheter. Site cleaned with chlorhexidine scrub and fully dried. When removing the safety/sheathing over the catheter/needle end it was noted that the clear plastic catheter was pierced through and sticking out the side of the insertion needle. On (B)(6) 2024. 1. No leaks, rn noticed shredding of angio sheath when inserting 2. No patient harm. Patient had to have new IV site. On (B)(6) 2024. In the initial communication it is stated that the needle pierce of the catheter was found when the sheath/cover was removed. This implies the defect was evident an before attempt to use. In the response to follow up, it is stated that the 'shredding of the angio sheath was noticed when inserting'. Please clarify if there was an attempt to insert the pivc with this reported issue, or confirm that it was evident before the insertion attempt and not used. On (B)(6) 2024. I apologize for the confusion. Defect was not evident to rn prior to insertion into the patient¿s vein, only became evident when the rn was attempting to withdraw the needle from the angio. The angio that was to remain in place then bent in awkward position under the skin, letting the rn know something was wrong. After withdrawing the angio and inspecting the shredding was observed. Sorry for the confusion.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Additional information: in the initial communication it is stated that the needle pierce of the catheter was found when the sheath/cover was removed. This implies the defect was evident an before attempt to use. In the response to follow up, it is stated that the 'shredding of the angio sheath was noticed when inserting'. Please clarify if there was an attempt to insert the pivc with this reported issue, or confirm that it was evident before the insertion attempt and not used. Customer response on june 21, 2024. I apologize for the confusion. Defect was not evident to rn prior to insertion into the patient¿s vein, only became evident when the rn was attempting to withdraw the needle from the angio. The angio that was to remain in place then bent in awkward position under the skin, letting the rn know something was wrong. After withdrawing the angio and inspecting the shredding was observed. Sorry for the confusion.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one 24gx0.75in insyte autoguard device from lot number 3278275. A gross visual inspection shows that the needle cover was not returned. The IV catheter was received separate from the needle and the needle was received fully retracted in the safety shield. A v-shaped breach was observed in the catheter near the tip, which was indicative of needle puncture damage. As the catheter had been removed from the needle and the damage was verified outside the packaging, it could not be determined if the damage occurred during tip adhesion break or during manufacturing. During manufacturing, this may occur due to alignment of the set together station, bent tubing, or air blow inconsistency. There is a 100 percent automated vision system inspection and a sampling plan implemented for tip spear which mitigates the occurrence of this defect. However, as the returned has been removed from the package and handled it is possible that the defects originated due to improper usage or during tip adhesion break. A device history record review showed no non-conformances associated with this issue during the production of this batch.